Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the angiocath 22 ga x 1,00 in 0,9 x 25 mm the base was broken. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: device nº22 was with its base broken.

Manufacturer narrative:
H.6. Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see h.10.

Event description:
It was reported that during use of the angiocath 22ga x 1,00in 0,9 x 25mm the base was broken. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: device nº22 was with its base broken.